Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for the past 6-8 months the customer experiences elevated blood glucose (bg) levels (350s mg/dl) with trace ketones whenever taking oral steroids or receiving local steroid injections. Boluses via the pump and temporary basal rates were used to address elevated bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.